Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient had a problem with her pump. The medications being delivered by the device were morphine and bupivacaine. On (B)(6) 2010, around 3:00 am, the patient heard a pump alarm. The patient "thought it was a non-critical alarm but she was not sure." The patient did not hear the alarm again. About 30 minutes after the alarm sounded, the patient "started vomiting, she was not feeling well and her pain increased." The patient then went to the hospital and her health care professional reviewed the pump and programmer. A company representative also reviewed the pump and programmer. After reviewing the system, the hcp "decided to explant the pump and replace it by a new one." Since the pump was implanted 5 years ago, every summer the patient has had "one or two events like that" with the most recent being (B)(6) 2010. There was no injury to the patient. Additional information has been requested, a follow-up report will be sent if additional information becomes available.